Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. During pa testing, the battery was charged and the meter works properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch ping meter's "ok" button. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began "around midday" on (B)(6) 2011. She stated that she tests her glucose 4-5x/day and manages her diabetes with humalog insulin (pump therapy) and due to the alleged issue she continued her usual diabetes treatment. She recalled that she got some sort of actionable result (unable to remember number) from the subject meter, and as always using the meter remote she thought she bolus to correct for it. Reportedly 3-4 hrs later, after the alleged issue occurred, she claimed that she felt "thirsty, sweaty and tired". She stated that the last bolus she administered thru the meter remote must not have gotten thru successfully to the pump because the "ok" button did not work. The patient reported that she associated those symptoms to a hyperglycemic state, and used the subject meter to test her glucose level again. She obtained a result in the "300 mg/dl", and this time she reportedly manually bolus her insulin directly thru the pump, since the "ok" button was not responding correctly on the subject meter remote. The patient state "about 2-3 hrs later" she felt better and her glucose level was back to normal. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the issue seemed to be happening sporadically. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.